Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately three days post implant of the right atrial (ra) lead, that the lead had dislodged. This was confirmed by chest x-ray. The lead was reprogrammed, turned off and revised. The ra lead remains in use. No patient complications have been reported as a result of this event.